Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace inspected latch. A field service engineer troubleshooted and found it was a removed back panel and latch sensor light not turned on. Inspected latch component and insep is missing magnet. So, replaced inspected latch and reseated all bus wire connections. The system functioned as intended.